Manufacturer narrative:
Follow-up #1: date of submission 06/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: the battery cap was not returned. All testing performed with a test battery cap. Test battery cap is able to fully tighten. A power loss was not observed. Battery compartment and battery compartment threads intact, no damage. Battery cap is able to be removed without difficulty. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed, no evidence of moisture or loose components inside pump. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.